Event description:
On (B)(6) 2013 the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the aortic neck angle was 70 degree and the patient had a tortuosity. A proximal type 1 endoleak was observed. The physician was monitoring the patient. On (B)(6) 2013 a second intervention was performed to treat a type 1 endoleak. A gore excluder aaa endoprosthesis aortic extender component was implanted in the proximal end of a gore excluder aaa endoprosthesis to solve an endoleak. The device was placed in a required position and the endoleak was fixed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.